Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic total abdominal hysterectomy with bso - "during the case the transecting blade would not cut. Both devices were from the same lot number 1267399. The product has been sterilized and accounts needs replacement product immediately. Opened second device following discovery of first device not activating the cutting blade and surgeon had difficult with this cutting blade as well but was able to complete the case. Both devices are saved to be sent back for review. "I, (B)(6), w/ applied as instructed by specialist got the first device from the field & attempted to cut a piece of paper with the blade with device locked/clamped on the paper & it did not cut the paper. " patient status - "patient status was unharmed from device".

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. The blade was observed to be in the deployed position; however, the blade button and trigger were resting in the original position. During functional testing, engineering was unable to activate the blade, thus confirming the customer experience. After disassembly of the device, engineering noted that an internal component was broken. The root cause of failure to cut was the broken internal component. Applied medical has implemented process changes and will monitor its vigilance systems for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.